Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name# tri ts femur sz3 right; cat# 5512-f-302; lot# oyb7z. Device name# tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 1669923l. Device name# tri ts baseplate size 3; cat# 5521-b-300; lot# rsy9eb. Device name# triathlon sym cone aug sz a; cat# 5549-a-110; lot# updw1. Device name# tri rm/ll tib aug sz3 5mm; cat# 5545-a-302; lot# xl83462e. Device name# tri lm/rl tib aug sz3 5mm; cat# 5545-a-301; lot# xl82710j. Device name# tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 1658755h. Device name# tritanium patella-asymmetric; cat# 5552-l-299; lot# rnxx1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It as reported that the patient's right knee was revised due to infection. A 3x19 ts insert was exchanged for a 3x19 ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.